Manufacturer narrative:
On (B)(6) 2017 product investigation results: reporter returned an unspecified number of toothbrush heads on (B)(6) 2017. Toothbrush heads confirmed to be counterfeit.

Event description:
Have head the head break off during brushing - oral-b power oral care refill. Crossaction device breakage. No adverse event no adverse event. Product counterfeit product counterfeit. Case description: report source: non-event - spontaneous. A female consumer of unspecified age reported via phone on (B)(6) 2017 that she'd had the head of the oral-b power oral care refill crossaction break off during brushing with an oral-b rechargeable toothbrush, version unknown for the third time. She reported that this was not the first time she had used this particular type of brush head. No symptoms developed. Relevant history: none reported. No further information was provided.

Manufacturer narrative:
Based on available information this product is suspected to be a non-genuine oral-b product. Return of product has been requested. Product and production code / lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Have had the head break off during brushing. Oral-b power oral care refill cross action [device breakage]. No adverse event. Case description: report source: non-event - spontaneous. A female consumer of unspecified age reported via phone 2017, that she'd had the head of the oral-b power oral care refill cross action break off during brushing with an oral-b rechargeable toothbrush, version unknown for the third time. She reported that this was not the first time she had used this particular type of brush head. No symptoms developed. Relevant history: none reported. No further information was provided.